Event description:
A malfunction was reported on the customer's pump, with the malfunction code identified as "malf 12". There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappeared, and they acknowledged and understood this guidance.